Event description:
A customer reported encountering a cgm error 42 with their device. The incident did not adversely impact the customer's blood glucose level. Technical support provided assistance by guiding the customer through a complete pump reset. After the reset, the error code did not appear again, and the customer was able to successfully start their sensor session.